Event description:
A malfunction with a pump showing a malfunction code 0-0x277d, which occurred multiple times. The customer did not disclose their blood glucose level at the time of the event. Although the customer did not initially reset the pump or contact support about past incidents, technical support opted to replace the pump. The customer was informed about the pump replacement but chose not to share information about their backup insulin therapy.